Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 92 cm and 102 cm proximal from the catheter tip. No packaging or introducer was returned. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage or occlusion. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications, measuring 39.27 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Attached non-edwards contamination shield was removed. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pressure measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the pressure waveform of the pa distal lumen appeared to be the shape of right atrium pressure (rap) during insertion. The catheter could not be advanced into the pulmonary artery (pa), so the catheter position was verified by echocardiography which noted that the tip of the catheter was located in the right ventricle (rv). The waveform for both the pa distal lumen and proximal injectate lumen appeared to be the shape of rap. There was no occlusion, leakage or kink noted in the catheter. No error message was observed. The patient was not treated based on the incorrect value. The value was not affected by the patient condition. The catheter was not replaced. No other trouble shooting was performed. Information such as indicated value, expected value and if the value and waveform matched were not available. The sample of tracing was not available. There were no patient complications reported.